Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to customer not charging the pump resulting in pump shutdown. Customer administered a manual injection to address bg level. Customer continued to use the pump for insulin therapy.